Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was having issues peeing and having issue with a lot of other stuff. They also reported a return of symptoms and that the symptoms had been slowly coming back over the past 4 months. Patient mentioned that they never felt stimulation and even had to feel stimulation to get good therapy. Patient also stated that they had made some adjustments and increased the stimulation but it still wasn't working anymore. Patient inquired about longevity of stimulator. No further complications were reported.